Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received missing reservoir tube o-ring, broken reservoir tube lip,cracked case corner of the belt clip rails near the battery compartment,serial number label missing, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 171mg/dl at the time of incident. Troubleshooting found that the pump is damaged around the reservoir compartment. It was also found that the plastic ring of the reservoir is not attached. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.